Manufacturer narrative:
Findings: pump received with blank display due to moisture damage at electronic assembly. Also received with moisture damaged on the motor, vibrator tube and battery tube assembly. Unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, operating currents, self-test, unexpected restart error test and off no power test due to blank display. Pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer's father reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 170 mg/dl. The customer reported that the device was exposed to pool water. Customer's father accidentally dropped in the pool. Customer reported that there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the pump will be replaced.